Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification. However, it was found that the customer used the wrong inserts, which can lead cause overheating.

Event description:
While the customer was using a g130 scaler, they allege that the inserts are getting warm. No injury was reported from the alleged event.